Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On an unknown date in (B)(6) 2017, a 21mm trifecta¿ gt valve was implanted. On (B)(6) 2021, the patient presented to the hospital experiencing shortness of breath and fatigue. Aortic regurgitation and global ischemia was noted and the patient was in cardiogenic shock. Emergency surgery was performed on (B)(6) 2021 and the valve was explanted and replaced with a 19mm magna ease. Upon explant, a ruptured cusps from the sternpost towards toe left coronary ostium was noted. The patient is recovering.

Manufacturer narrative:
Additional information: h6, h10 a reported event of a torn leaflet could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.